Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. The field service representative (fsr) performed troubleshooting, identified that the cuvettes were being washed inadequately and replaced the c4/c8 rgt pr rohs (list number 01g47-04) and the arc c8k rt pb tbg (list number 01g47-02) which resolved the issue. A review of service history for the architect c8000 processing module serial number (B)(6) revealed no further reports of discrepant creatinine results from the customer since the current complaint, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the c4/c8 rgt pr rohs and the arc c8k rt pb tbg did not identify any trends. Review of tracking and trending for the architect c8000 did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the c4/c8 rgt pr rohs or arc c8k rt pb tbg or the architect c8000 processing module serial number (B)(6) was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Multiple patients are involved in this event. (B)(6). No patient demographic information is available. Initial reporter phone number in full is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated creatinine results for 2 patients. The following information was provided: on (B)(6) 2021 sid (B)(6) initial result 3.43 (mg / dl), repeated (B)(6) 2021 sid (B)(6) 0.88 (mg / dl). On (B)(6) 2021 sid (B)(6) initial result 3.19 (mg / dl), repeated (B)(6) 2021 under sid (B)(6) 0.88 (mg / dl) and (B)(6) 0.77 (mg / dl). No impact to patient management was reported.